Manufacturer narrative:
B3 unnown. One device was received for evaluation. Visual inspection found the device to be in used condition. A 'system fault 41,171' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the printed wiring assembly (pwa) was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an error code 41171. There was no patient involvement, the event occurred during testing.